Event description:
It was reported that the xenon light source had error code b30. The issue was found during a maintenance. There were no reports of patient involvement

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support asked the customer if he could go to the working clv-190 and swap in the parts in question (maj-1933, maj-1941 cv-190 and clv-190) one at a time to narrow the issue. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.